Manufacturer narrative:
The device was returned for analysis. The reported rupture was confirmed as a pinhole was noted on the balloon as well as scratches noted near the pinhole. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported balloon rupture was likely due to case related circumstances. It is likely that the balloon interacted with the anatomy causing damage to the outer surface of the balloon material which subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. An unspecified stent was implanted and the armada 35 dilatation catheter balloon was used for post-dilatation. During use, the balloon ruptured at an unknown pressure. There was no adverse patient effect and no clinically significant delay. A second same device was used. No additional information was provided.